Event description:
Reportedly, oversensing was observed on the right ventricular lead (non sorin lead). The lead will be changed. The associated sorin ICD will be changed also and returned for analysis because near recommended replacement time.

Event description:
Reportedly, oversensing was observed on the right ventricular lead (non sorin lead). The lead will be changed. The associated sorin ICD will be changed also and returned for analysis because near recommended replacement time.

Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics of the returned unit are within specifications.

Event description:
Reportedly, oversensing was observed on the right ventricular lead (non sorin lead). The lead will be changed. The associated sorin ICD will be changed also and returned for analysis because near recommended replacement time.